Event description:
It was originally reported that the patient was experiencing bleeding and pain. The patient was unable to afford going to see a healthcare provider at this time. The patient had no insurance and needed to get device out. The patient had not been checked for bladder / urinary tract infection due to cost issues. The patient was given resource regarding financial insurance needs. In later reporting it was noted that the patient felt the device was defective. The patient had had pain since the device was implanted and the patient felt like "rods are moving up her back." The patient's healthcare provider would no longer see the patient because of lack of insurance coverage. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3093-28, lot # v484600, implanted: 2010 (B)(6), explanted unknown. Programmer: model # 3037, lot # njd109899n,